Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event of diabetic ketoacidosis and high blood glucose on (B)(6) 2025. The blood glucose level of the patient was 500 mg/dl and the patient was tired, weak, had extremity pain, cramps, increased thirst. The patient was hospitalized for greater than twenty-four hours on (B)(6) 2025 due to diabetic ketoacidosis and high blood glucose. During hospitalization, the patient was treated with intravenous insulin. Currently, the blood glucose level of the patient was 257 mg/dl. The patient stayed in hospital for five days. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions: h11: investigation summary: the information in this complaint (B)(4) has been evaluated for the malfunction code no malfunction based on complaint information. The batch 6006802 in question was manufactured at the reynosa site. Complaint investigation: the reference samples cannot be tested because there was no specific malfunction to investigate. Device history record (DHR) review: the lot 6006802 was manufactured according to the work instruction (wi) version 78 packaging in the multivac 12, on 23/apr/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 06/jun/2025 against malfunction code no malfunction based on complaint information, harm code untreated diabetic ketoacidosis or isolated elevated blood glucose which the patient is unable to self-manage requiring intervention by an hcp or requires emergency advanced life support to prevent permanent organ damage (elevated blood glucose level, presence of ketones and symptoms e.g., nausea, vomiting, abdominal pain, confusion) and lot 6006802 and another 1 other complaint have been registered in database for the same lot number, harm code and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production, another 1 complaint received on the lot in question, harm code and malfunction code, no further actions are required. This complaint will not require further root cause investigation or CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.